Manufacturer narrative:
Concomitant products: 5076-45 was implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture at max output and high impedance. The rv lead was inactivated and subsequently replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.